Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Customer also reported the he was unable to enter auto basal and auto mode shield is displayed on the home screen. The auto mode shield is gray. The current sensor glucose was 229 mg/dl and blood glucose was 213 mg/dl. Just the blood glucose started going down, kept going down. Customer advised if issue persists to call back for further assistance and also advised that, the auto mode may have received too much information with recurring calibrations. The insulin device will not be returned for analysis.